Event description:
Decision was made to revise the pf joint to a total knee replacement, on opening the knee, the pf joint was found to be well fixed (both the femoral and the patella component). Arthritic changes were noted in the other compartments - reason for revision - progression of disease and subsequent pain - (palacos cement had been utilised at the time of index surgery) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).